Event description:
Per the clinic, the patient experienced healing issues around the incisional area requiring a skin graft to treat the site (date not reported). The issue did not resolve and the device was subsequently explanted on (B)(6) 2013. Reimplantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
This report is filed june 13, 2014.

Manufacturer narrative:
(B)(4). Device not yet received for evaluation.